Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities with the device that may have contributed to the reported event. The short port btt balloon was inflated with 25 cc of air through the balloon inflation port. No blockages were observed in the insufflation tubing; however, the balloon did not inflate evenly and was asymmetric. While we are unable to conclusively determine a root cause, the reported event is consistent with the over inflation of the balloon. Per the device IFU, over inflation of the short port btt balloon may result in balloon rupture. Do not inflate with more than 25 cc of air. Based upon the evaluation results, the reported complaint was confirmed for asymmetric balloon inflation. The customer is being advised of the investigation results. A lot history record review could not be performed as the product lot number is unknown. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro device, the co2 flow was restricted on the short port btt. The hospital was unsure if the problem occurred during dissecting or harvesting. A replacement device was used to complete the procedure. The hospital did not report any pt effects.